Manufacturer narrative:
Exemption number e2019001. The device was returned for analysis. The reported needle to cuff miss and guide detachment were confirmed. The foot retraction issue could not be tested due to the returned device condition. Entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information received: the guide was separated at the distal end of the guide tube. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device with a 8f sheath after cerebral artery thrombosis removal interventional procedure. Reportedly, there was no suture present when the plunger was removed. The lever was returned to its original position with some resistance and the foot was attempted to be parked. However, it did not close and got stuck in the artery. Surgery was performed to remove the device successfully. It could not be confirmed if the foot was still in a deployed position when device was removed. Tissue damage was reported. The vessel was incised and both tissue damage and vessel were treated via surgical suturing. Hemostasis was achieved via surgical suturing. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.